Manufacturer narrative:
Concomitant product: product ID 37746, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain, failed back surgery syndrome, and chronic low back pain. It was reported that the implantable neurostimulator was losing the charge, and that the patient was almost out of charge at the time of the report. The patient recharges the implantable neurostimulator every day, but keeps losing the charge. The charge level only stays at ¼. The patient will begin a recharging session and will get 2 coupling boxes, but within a couple of seconds, the boxes will become empty and the patient cannot get any of them to come back on. The implantable neurostimulator never gets to a full charge. The patient checks the charge level with the patient programmer, and according to the patient programmer, there is no charge to implantable neurostimulator. The patient believes that the implantable neurostimulator is not holding a charge at all. The patient began a charge session and had no coupling boxes shaded, and the implantable neurostimulator was flashing 1/8th full. After education of how to position the device during recharge, the patient was able to get 6-8 coupling bars, and the coupling issue was resolved. The patient was moving furniture around and as a result, the patient now has a pinched nerve that is very painful and the patient needs her stimulator. Additional information was received from the patient on (B)(6) 2016 that reported they were still not able to charge the ins to full. The patient had an appointment scheduled with their health care provider. The patient reported the programmer was not accepting a charge.

Event description:
Additional information was received from the patient. It was reported that the programmer issues had not been resolved. The patient got a new antenna but she couldn't get any black boxes so charging was very slow. The patient couldn't connect through the programmer. It was working but something was definitely wrong with the charging system.

Event description:
Additional information received from the patient reported the patient was able to charge her implanted device to full and was able to get adequate coverage for her pinched nerve pain. The patient later reported that for last 3 or 4 months, her patient programmer (pp) showed that her implant battery had no charge. The patient noted that she had seen 3 different manufacturer's representatives (reps) and a healthcare provider (hcp). The patient no ted that the problem was that the implant was charging and working, but the pp did not show that the implant was charged. The patient noted that up until the day prior to this report, it showed about 1/4 or more charge on the pp, but as of the day of this report, it was showing 1/10 of a charge. The patient noted she recharged every day for about 3 hours. The patient noted that the rep had said she was charging it as much as she was using it and therefore, there was no change in the charge amount. The patient noted she was almost completely out of charge according to her pp. The patient noted that she did not get all the coupling bars shaded when charging her implant. The patient noted that this was one of the reasons she went to see a rep. The rep was able to get the coupling bars and the rep thought the patient was not doing it right. Patient services had the patient plug the connector pin into insr and the patient was able to get to recharging screen but the patient stated she was not getting any coupling bars shaded. The patient later reported that she thought the issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.